Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: cat # 5510-f-502, lot # ea7ak, description: triathlon cr fem comp #5 r-cem; cat # 5550-g-339, lot # 7x46, description: triathlon symmetric x3 patella; cat # 5520-b-400, lot # hggzd, description: triathlon prim tib baseplate - cemented; cat # 6197-9-001, lot # mau006, description: simplex p with tobramycin 1 pack. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Device not returned.

Event description:
It was reported that the surgeon responded to patient with infected right knee. After irrigation and debridement he exchanged the tibial insert in the knee.

Event description:
It was reported that the surgeon responded to patient with infected right knee. After irrigation and debridement he exchanged the tibial insert in the knee.

Manufacturer narrative:
The event was not confirmed as the device was not received for evaluation and medical records were not received for evaluation. Device history review: review indicates the device was manufactured with no reported discrepancies and was sterilized within specification. Complaint history review: review indicates there have been no other reported events for the reported lot and sterile lot. No further investigation for this event is possible at this time as no devices and / or insufficient information was received by stryker orthopaedics.